Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - product/lot information is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this pi re open so that the duplicate complaint (B)(4) product details will be updated. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2016, the patient underwent a left knee arthroplasty to treat osteoarthritis. Depuy products were implanted and depuy cement was utilized. The patella was resurfaced during the operation. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a left knee revision to address tibial tray loosening at the cement to implant interface. The surgeon noted excising scar tissue to allow exposure of the tibial component. The tibial tray and tibial insert were revised. The patellar and femoral components were retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient knee was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. Surgeon mentioned that this was a problem with 1st generation attune tibial components. No delay in surgery. Doi: unknown, dor: (B)(6) 2021, left knee.